Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This complaint for peritonitis -no malfunction or use error is not confirmed because the disposable set was not returned to baxter and the lot number was unknown. No device malfunction or use error was identified. An assignable cause could not be determined baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a clinical report of an observational study from a physician in the (B)(6) of peritonitis in a subject coincident with dianeal pd4 and extraneal therapies. On (B)(6) 2010, the subject experienced peritonitis bacterial. On (B)(6) 2010, the subject was hospitalized due to the event. The peritonitis was without septicaemia. The primary contributing factor to the event was unknown. On (B)(6) 2010, the subject began remedial therapy with gentamicin ip, vancomycin ip and levofloxacin po (doses and frequencies not reported) for peritonitis bacterial. On (B)(6) 2010 gentamicin and vancomycin were discontinued. On (B)(6) 2010, levofloxacin was discontinued. On (B)(6) 2010, the subject was discharged from the hospital. The subject recovered.